Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organ"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included bowel adhesions and peritoneal adhesions. Concomitant products included etonogestrel for bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), nervous system disorder ("neurologic complaints"), migraine ("migraines"), weight increased ("weight gain"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (patient underwent bilateral salpingectomy and lysis of adhesions to remove the essure implant) and surgery (ablation ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, nervous system disorder, weight increased, pelvic pain, vaginal discharge and headache outcome was unknown and the migraine had resolved. The reporter considered fallopian tube perforation, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: the essure coil was noted to be perforated right at the cornua. There was some part of the essure coil still within the fallopian tube. The essure coil was grasped it was laying on top of the uterine fundus and the coil was teased out of the fallopian tube. The coil was removed. On the patient's left side, the essure coil was within the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation, migraine, headaches, pelvic pain. Most recent follow-up information incorporated above includes: on 02-apr-2018: plaintiff fact sheet received: the reporter information was updated. This case concerns adult patient. Her demographic details were updated. Her concurrent conditions were added. Lab data was added. Essure indication was amended. Essure lot number was added. Essure removal date was added. Per pfs: event: abnormal bleeding (vaginal/ menorrhagia), vaginal discharge and headaches. Previous event pain was updated to pelvic pain, and previous perforation updated to fallopian tube perforation. She had recovered for event: migraine. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organ"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and cholecystitis in 2012. Concurrent conditions included bowel adhesions and peritoneal adhesions. Concomitant products included etonogestrel for haemorrhage nos, axotal (fioricet) from (B)(6) 2016 and topiramate (topamax) from (B)(6) 2016 for migraine and headache as well as fluoxetine from (B)(6) 2015 to (B)(6) 2016 and hydroxyzine from (B)(6) 2015 to (B)(6) 2016 . On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In july 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015 the patient experienced migraine ("migraines"), vaginal discharge ("vaginal discharge") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and nervous system disorder ("neurologic complaints"). The patient was treated with surgery (patient underwent bilateral salpingectomy and lysis of adhesions to remove the essure implant), surgery (ablation ((B)(6) 2016 )) and surgery (ablation ((B)(6) 2016 )). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, nervous system disorder, vaginal discharge and headache outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and weight increased had resolved. The reporter considered fallopian tube perforation, headache, menorrhagia, migraine, nervous system disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: the essure coil was noted to be perforated right at the cornua. There was some part of the essure coil still within the fallopian tube. The essure coil was grasped it was laying on top of the uterine fundus and the coil was teased out of the fallopian tube. The coil was removed. On the patient's left side, the essure coil was within the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Hysterosalpingogram - on (B)(6) 2015 : total bilateral occlusion on (B)(6) 2015 essure confirmation test showed they were occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation, migraine, headaches, pelvic pain. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet was received events- pain pelvic clubbed to previous events. Reporter information, historical condition were added. Events onset date & outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organ'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and cerebrovascular accident ('mini stroke') in an adult female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis in 2012 and cholecystectomy. On aug-2015 essure confirmation test showed they were occluded. Concurrent conditions included bowel adhesions and peritoneal adhesions. Concomitant products included etonogestrel for haemorrhage nos, butalbital;caffeine;paracetamol (fioricet) from january 2016 to march 2016 and topiramate (topamax) from january 2016 to march 2016 for migraine and headache as well as fluoxetine from september 2015 to march 2016 and hydroxyzine from september 2015 to march 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and polymenorrhoea ("more frequent menorrhagia"). In july 2015, the patient was found to have weight increased ("weight gain"). In august 2015, the patient experienced migraine ("migraines / bad migraines"), vaginal discharge ("vaginal discharge") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, cerebrovascular accident (seriousness criterion medically significant), nervous system disorder ("neurologic complaints"), procedural pain ("left side was painful and it was difficult to remove") and aphasia ("losing my speech"). The patient was treated with surgery (ablation (jan-2016) and patient underwent bilateral salpingectomy and lysis of adhesions to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, cerebrovascular accident, nervous system disorder, vaginal discharge, headache, polymenorrhoea, procedural pain and aphasia outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and weight increased had resolved. The reporter considered aphasia, cerebrovascular accident, fallopian tube perforation, headache, menorrhagia, migraine, nervous system disorder, polymenorrhoea, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: the essure coil was noted to be perforated right at the cornua. There was some part of the essure coil still within the fallopian tube. The essure coil was grasped it was laying on top of the uterine fundus and the coil was teased out of the fallopian tube. The coil was removed. On the patient's left side, the essure coil was within the fallopian tube. Pelvic pain was gone completely 1 month after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Hysterosalpingogram - on 28-apr-2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation, migraine, headaches, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs received: events: procedural pain, losing speech, mini stroke were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organ"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and cholecystitis in 2012. Concurrent conditions included bowel adhesions and peritoneal adhesions. Concomitant products included etonogestrel for haemorrhage nos, axotal (fioricet) from (B)(6) 2016 to (B)(6) 2016 and topiramate (topamax) from (B)(6) 2016 to (B)(6) 2016 for migraine and headache as well as fluoxetine from (B)(6) 2015 to (B)(6) 2016 and hydroxyzine from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and polymenorrhoea ("more frequent menorrhagia"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), vaginal discharge ("vaginal discharge") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and nervous system disorder ("neurologic complaints"). The patient was treated with surgery (patient underwent bilateral salpingectomy and lysis of adhesions to remove the essure implant) and surgery (ablation ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, nervous system disorder, vaginal discharge, headache and polymenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine and weight increased had resolved. The reporter considered fallopian tube perforation, headache, menorrhagia, migraine, nervous system disorder, polymenorrhoea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal details: the essure coil was noted to be perforated right at the cornua. There was some part of the essure coil still within the fallopian tube. The essure coil was grasped it was laying on top of the uterine fundus and the coil was teased out of the fallopian tube. The coil was removed. On the patient's left side, the essure coil was within the fallopian tube. Pelvic pain was gone completely 1 month after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2015 essure confirmation test showed they were occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation, migraine, headaches, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc, incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), nervous system disorder ("neurologic complaints"), migraine ("migraines"), weight increased ("weight gain") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, nervous system disorder, migraine, weight increased and pain outcome was unknown. The reporter considered migraine, nervous system disorder, pain, perforation and weight increased to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.